Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger rod on a bd insulin syringe with bd ultra-fine¿ needle was found "bowed" prior to use. The consumer reported that "it looks as if the rod is melted." There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: two investigations were carried out. First investigation summary: customer returned (1) 1cc, 6mm, 31g syringe in an open poly bag from lot # 6354833. Customer states that the plunger rod is bowed. The returned syringe was examined and exhibited part of the barrel to be crushed. Sample will be forwarded to manufacturing (holdrege) on 27apr2018 for further review. Second investigation summary: on 01may2018, holdrege received one (1) 1ml, 6m, 31g syringe in an opened polybag from batch# 6354833. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. Probable root cause likely to be a jaw jam on the form fill & seal (ffs) equipment during packaging. When this type of event occurs, any portion of a syringe or component may be involved in the jam and undergo varying degrees of damage, as is seen within the received sample. The damaged syringe can be found within the formed polybag and make its way to the consumer undiscovered within the manufacturing plant. In most cases, the damage is significant enough to render the device inoperable. A review of the device history record was completed for batch# 6354833. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200676623] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for plunger rod damaged on lot # 6354833. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (crushed barrel). Possible root causes: defect could have occurred at the prep dial of the metro assembly machine loss of back pressure on the in-feed rail may cause the barrel to become pinched at the rail / prep dial junction. The trip gate eye sensor should detect low rail conditions and activate the trip gate to prevent the barrels from being loaded into the prep dial and possibly jamming at that location. Infeed dial at barrel printers. Loss of back pressure at infeed rail also at form fill & seal. Based on the above, no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.